Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2007 and a mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent excision of exposed vaginal mesh; enterocele repair including the uterosacral ligaments; posterior repair; repair of half to 1 cm small bowel aspiration and cystoscopy on (B)(6) 2012 by dr. (B)(6) due to vaginal discharge and enterocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat large cystocele, rectocele and enterocele with paravaginal defect. The patient underwent mesh excision of eroded mesh on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.